Manufacturer narrative:
Product event summary # product ID# 5076-52. A proximal portion was received measuring 16 cm. Analysis was performed and no anomalies were found.

Event description:
It was reported that a patient with an implantable cardiac defibrillator (ICD) was deceased and according to the hospital pathologist the death was due to a device malfunction. The patient died approximately nine years after the implant of the ICD system. No further information is available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.